Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the placement of the left ventricular (lv) lead, there was a "recoil in the lead" after 6-8 torques. It was further reported that the lv lead exhibited a high impedance on the lv1 vector during implant. It was noted that all other vectors on the lead measured within normal limits and the lv lead remains in use. No patient complications have been reported as a result of this event.